Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at the start of the case, the spacer block was missing one of the tabs used to secure the shim trials. The opposite end was utilized and no pieces were left in the patient. No adverse events took place.

Manufacturer narrative:
It was reported that at the start of the case, the spacer block was missing one of the tabs used to secure the shim trials. The opposite end was utilized and no pieces were left in the patient. No adverse events took place. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.